Event description:
It was reported that the balloon burst. An agent dcb mr 3.50 x 30mm was selected for treatment of the target lesion which was located in the right coronary artery (rca) and was severely calcified. While inside the patient during inflation, the balloon burst. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A detailed microscopic examination of the balloon material identified a 2.1cm longitudinal tear along the main body of the balloon material. In addition, the inner lumen was stretched at the exposed section within the balloon tear.

Event description:
It was reported that the balloon burst. An agent dcb mr 3.50 x 30 mm was selected for treatment of the target lesion which was located in the right coronary artery (rca) and was severely calcified. While inside the patient during inflation, the balloon burst. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.